Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results/ methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic via remote transmission with the pacemaker exhibiting elective replacement indication (B)(6) 2019. It was determined that the device exhibited premature battery depletion. On (B)(6) 2019, the device was successfully explanted and replaced. There were no complications with the procedure.